Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the tubing was leaking from the filter. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. During the investigation, leaking around the administration set filter was observed.

Event description:
The initial reporter stated that the tubing was leaking from the filter. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. (B)(4).